Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) seemed to be exhibiting faster than expected battery depletion. The current battery voltage is 2.72v, pacing was at 3.5v at 0.5ms and the patient is 100% paced at vvir 70.